Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The pump was interrogated on 2018-mar-19 and it was determined a motor stall occurred on (B)(6) 2018. The cause of the stall was unknown and the motor stall and back pain had not resolved. The managing physician would replace the pump, however the procedure was not scheduled at this time. No further issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative. A motor stall was seen at initial interrogation (B)(6) 2018. The motor stall was active. The patient did not recently have magnetic resonance imaging (MRI). No symptoms were reported. The indications for use included phantom limb pain and rsd/causalgia-complex regional pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving hydromorphone (25mg/ml at 9.705mg/day) via an implanted infusion pump. The patient also mentioned that the dose or concentration was 17.548mg, but was not sure what that was referring to. The indications for use included post lumbar laminectomy syndrome, degenerative disc disease, and spinal pain. It was reported that the patient's pump started alarming on (B)(6) 2017, and the personal therapy manager (ptm) displayed error code 8476, indicative of a motor stall. It was noted that the patient had been in and out of the hospital for reasons unrelated to the device or therapy, and it was stated that the patient had no falls or traumas. The patient's last refill was in (B)(6) 2017, and the next refill was scheduled for (B)(6) 2017. The patient had reportedly called the doctor and left messages, and was to continue trying to reach the doctor. On (B)(6) 2017, the patient experienced a gradual onset of back pain. It was noted that the pump usually covered the patient's back pain, but the pain was gradually coming back.